Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 481 mg/dl. Customer had real low blood glucose this morning and the customer ate but did not bolus any insulin and that's why customer had high. Customer declined to troubleshooting for the high and low blood glucose. The current blood glucose was 500 mg/dl. The device will not be returned for analysis.